Manufacturer narrative:
Part 321.133, lot 6553063-35: release to warehouse date: march 10, 2011. Supplier: (B)(4). No non-conformance reports (ncr¿s) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: it was reported the torque-limiting t-handle 7nm failed calibration. The repair technician reported the device failed torque testing. The cause of the issue is the torque value is high than the torque range. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during evaluation at service and repair it was found out that the torque limiting t-handle had failed in calibration. There was no patient involvement. This report is for a torque limiting t-handle. This is report 1 of 1 for (B)(4).